Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, since he started his insulin pump on (B)(6) 2016 every morning his blood glucose it has been low at 40 mg/dl. Customer is waiting on performing on adjustments. Troubleshooting wasn't performed on the insulin pump and customer is not returning for analysis.